Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 32 mmol/l at the time of incident. The customer was treated with manual injection. The customer states that insulin pump¿s auto mode was active. Customer does not allege insulin pump was under delivering. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.